Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The cause of the ventricular malposition of the valve was reported to be due to movement of the delivery system by the operator during deployment. There were no other obvious patient or procedural factors reported that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations and impressions were made by the medical director. Observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac. Severe bulky calcification is noted in the ncc. Valve positioning appears to be 50/50 prior to deployment. Poor image intensifier angle (iia). No loss of pacing capture. During deployment the sapien valve comes into contact with the ncc calcification, leading to ventricular malposition of the valve, 75/25 ventricular. Next image displays the valve in the ventricle. Impression: poor image intensifier angle and bulky calcification led to watermelon seeding of the valve into the lvot and subsequent ventricular embolization.

Event description:
During a transapical tavr case the valve was placed too ventricular and migrated to the lvot. It was decided to convert to open surgery to remove the valve and do a conventional savr. The patient recovered well. The native annulus diameter was 22.5 via tee. The stj was not narrow or calcified. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment ventilation was held and pacing capture was not lost. The valve was initially positioned 60/40 ventricular; however, due to movement of the delivery system by the operator during deployment, the valve landed 70/30 ventricular.